Event description:
The technician alleged the bed had intermittent head up function. No pt impact.

Manufacturer narrative:
The technician checked the tightness of the solenoids and cleaned the hydraulic valves to resolve the issue.